Event description:
It was reported that the right ventricular (rv) lead dislodged one day post implant. It was further reported that the rv lead had decreasing sensing and high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2014. (B)(4).